Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 26-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 10-jan-2018 with the following findings: a review of the pump¿s black box and alarm history showed multiple call service 069 alarms, which is written in the pump's black box as cs87. The pump history indicated that insulin deliveries never resumed after these alarms. The insulin delivery record correctly matches the corresponding programmed basal rates in the pump history. During investigation, the pump was powered on and a hard call service 069 alarm was shown that could not be reset. The original complaint of an inaccurate delivery issue was unable to be investigated due to the call service 069 alarm.